Event description:
Boston scientific received information that the patient with this right atrial (ra) and associated right ventricular (rv) lead had received a shock. The patient was seen in the emergency room where noise and oversensing seen; as such, the shocks were determined to be inappropriate. The leads also displayed high, out of range pace impedance measurements. An x-ray was performed where both leads were noted to have fractured. The rv lead was also noted to have lead body and insulation damage while the ra lead was also noted to have insulation damage. The patient was seen for a revision procedure where both leads where the patient's system was abandoned; a new system was implanted on the right side. Pacing and tachycardia therapy were turned off in the patient's old system. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned segment of the lead was analyzed. The lead had been returned severed 169 millimeters from the terminal pin, only the proximal segment was returned. Set screw marks were noted on the is-1 terminal pin (2), and the distal and proximal hv terminal pins, (2 on each), and 1 set screw mark was noted on the is-1 ring. The returned portion of the lead was determined to be electrically continuous. The clinical observations were not able to be confirmed.

Event description:
Subsequently the lead has been returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.